Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. No product was provided for evaluation. However, data log was provided and reviewed for evaluation on 02/01/2017. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed as unit has no voltage. Perform share log review and customer complaint was confirmed via the data. The reported event of loss of connection was confirmed. A root cause could not be determined.